Manufacturer narrative:
Correction data: disregard MFR report# 2023826-2018-01289 (follow-up #:1). Claim# (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens -11.50 diopter in the patient's left eye (os) on (B)(6) 2013. The patient experienced low vaulting. The lens was exchanged for a longer lens on (B)(6) 2018 and the problem was resolved. The reporter stated that the "ucva is 20/20; vaulting is good and patient is happy". (B)(4). This information was reported on 25-may-2018 under MFR report# 2023826-2018-01289 (follow-up#: 1) in error. Device evaluation: lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter, in the patient's left eye (os) on (B)(6) 2013. The patient experienced low vaulting. The lens is planned for an exchange.